Manufacturer narrative:
Company comment: the serious events of hypersensitivity at implant site, dyspnoea and eye swelling and the non-serious events of rash and pruritus at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. Alternative etiology includes the trigger from underlying medical history of celiac disease. The sculptra was used off label in temples and piriform aperture and was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for the lot number. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-mar-2024 by a registered nurse concerning a 43-year-old female patient. Additional information was provided on 14-mar-2024,18-mar-2024 and 21-mar-2024 from the same reporter. The medical history of the patient included celiac disease, asthma, hypertension, allergy to gluten, adhesives and surgical skin glue. She experienced swelling and hives if exposed to gluten. Concomitant medications included labetolol 100 mg daily, diltiazem hcl 240 mg extended release daily for hypertension, omeprazole [omeprazole] prn for acid reflux, fluticasone propionate [fluticasone propionate] 50mg/act for seasonal allergies and prenatal vitamins [minerals nos, vitamins nos] (not at the time of injection). The patient had previously received treatment with juvederm ultra to lips, voluma to cheeks fat graft to marionette lines, dysport, botox and restylane for cosmetic indication. On 09-mar-2021, the patient had received first dose of moderna covid-19 vaccine, second dose on 06-apr-2021, third dose on 11-dec-2021 and novavax vaccine on 27-oct-2023. She also received influenza vaccine on 27-oct-2023. On 06-nov-2023, the patient had regular dental cleaning. On (B)(6) 2024, the patient received treatment with 20 ml of sculptra (lot 3j3251), 10 ml to each side with 1ml to each temple, 0.5 ml to each pyriform aperture and remaining fanned out in cheeks, jawline, perimental and nlf using 25g 1.5-inch needle to volumize and tighten the area. The sculptra was reconstituted to 10 ml with 8 ml of bacteriostatic water [water for injection] and 2ml of 1% lidocaine [lidocaine] with 1:100,000 epinephrine [epinephrine]. The sculptra was injected to temples and pyriform aperture (off label use of device) and sculptra was reconstituted with bacteriostatic water (intentional device misuse). On 21-feb-2024, the patient experienced severe allergic reaction (implant site hypersensitivity) with eyes swollen (eye swelling), rash (rash) on the face, ears, down chest and trunk, and difficulty breathing (dyspnoea). The patient then went to an emergency room where she was treated with 40 mg prednisone [prednisone] taper, benadryl [diphenhydramine hydrochloride] 50mg hs, pepcid [famotidine] once a day, claritin [loratadine] once a day, topical hydrocortisone [hydrocortisone] and epinephrine [epinephrine] and breathing treatment in the hospital. The patient continued steroid treatment after the emergency room visit and felt some improvement with that treatment. After stopping prednisone treatment, the patient experienced recurrence of the same symptoms and visited the emergency room. The patient was then started on medrol dosepak [methylprednisolone]. The patient significantly improved but she still had some swelling around her eyes and also some pruritus (implant site pruritus). At the time of reporting, the patient was taking medrol dosepak as well as benadryl at night, claritin during the day, and applying hydrocortisone around the eyes where the majority of the swelling was present. Outcome at the time of the report: allergic reaction was recovering/resolving. Eys swollen was recovering/resolving. Rash was recovering/resolving. Difficulty breathing was recovering/resolving. Pruritus was recovering/resolving. Sculptra was injected to temples and pyriform aperture was recovered/resolved. Sculptra was reconstituted with bacteriostatic water was recovered/resolved.

Manufacturer narrative:
Company comment: the serious events of hypersensitivity at implant site, dyspnoea and eye swelling and the non-serious events of rash and pruritus at implant site were considered, expected and possibly related to the treatment. Seriousness criteria includes, the need for multiple medical interventions to prevent permanent damage. The likely, root cause includes the patient's hypersensitivity to the product. Alternative etiology includes the trigger from underlying medical history of celiac disease. The sculptra was used off label in temples. And piriform aperture and was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed. And provide sufficient information to assess the potential root cause. The reported lot number was valid and verified, the reported product. To date, this was the only medical complaint reported, for the lot number. A batch record review was performed, to rule out a non-conforming product. Sanofi confirmed, that no quality issues were identified, in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The information in this case did not indicate, a non-conforming product or malfunction. The performed investigations were considered adequate and no additional investigations will be conducted, until further information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary, based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4). Is a spontaneous report sent on 12-mar-2024, by a registered nurse. Concerning a 43-year-old female patient. Additional information was provided on 14-mar-2024,18-mar-2024 and 21-mar-2024 from the same reporter. The medical history of the patient included: celiac disease, asthma, hypertension, allergy to gluten, adhesives and surgical skin glue. She experienced swelling and hives if exposed to gluten. Concomitant medications included: labetolol 100 mg daily, diltiazem hcl 240 mg, extended release daily for hypertension, omeprazole [omeprazole] prn for acid reflux, fluticasone propionate [fluticasone propionate] 50mg/act, for seasonal allergies and prenatal vitamins [minerals nos, vitamins nos] (not at the time of injection). The patient had previously received, treatment with juvederm ultra to lips, voluma to cheeks fat graft to marionette lines, dysport, botox and restylane for cosmetic indication. On (B)(6) 2021, the patient had received first dose of moderna covid-19 vaccine, second dose on (B)(6) 2021, third dose on (B)(6) 2021 and novavax vaccine on (B)(6) 2023. She also received influenza vaccine on (B)(6) 2023. On (B)(6) 2023, the patient had regular dental cleaning. On (B)(6) 2024, the patient received treatment with 20 ml of sculptra (lot#: 3j3251), 10 ml to each side with 1ml to each temple, 0.5 ml to each pyriform aperture and remaining fanned out in cheeks, jawline, perimental and nlf using 25g 1.5-inch needle to volumize and tighten the area. The sculptra was reconstituted to 10 ml with 8 ml of bacteriostatic water [water for injection] and 2ml of 1% lidocaine [lidocaine] with 1:100,000 epinephrine [epinephrine]. The sculptra was injected to temples and pyriform aperture (off label use of device) and sculptra was reconstituted with bacteriostatic water (intentional device misuse). On (B)(6) 2024, the patient experienced severe allergic reaction (implant site hypersensitivity) with eyes swollen (eye swelling), rash (rash) on the face, ears, down chest and trunk and difficulty breathing (dyspnoea). The patient then went to an emergency room where she was treated with 40 mg prednisone [prednisone] taper, benadryl [diphenhydramine hydrochloride] 50mg hs, pepcid [famotidine] once a day, claritin [loratadine] once a day, topical hydrocortisone [hydrocortisone] and epinephrine [epinephrine] and breathing treatment in the hospital. The patient continued steroid treatment after the emergency room visit and felt some improvement with that treatment. After stopping prednisone treatment, the patient experienced recurrence of the same symptoms and visited the emergency room. The patient was then started on medrol dosepak [methylprednisolone]. The patient significantly improved, but she still had some swelling around her eyes and also some pruritus (implant site pruritus). At the time of reporting, the patient was taking medrol dosepak. As well as, benadryl at night, claritin, during the day and applying hydrocortisone around the eyes, where the majority of the swelling was present. Outcome at the time of the report: allergic reaction was recovering/resolving, eys swollen was recovering/resolving, rash was recovering/resolving, difficulty breathing was recovering/resolving, pruritus was recovering/resolving, sculptra was injected to temples and pyriform aperture was recovered/resolved, sculptra was reconstituted with bacteriostatic water was recovered/resolved. Tracking list: v.0 initial, v.1 batch record review: results obtained on (B)(6) 2024.